Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spinal stenosis it was reported that the patient underwent laminectomy with instrumented fusion at l5-s1 in (B)(6) 2002, screws and crosslink were implanted in this initial surgery. Post-op, the patient experienced adjacent level disease at l4-5. Also, fusion had occurred at l5-s1, so the previous hardware was removed and new pedicle screws and rods were placed on (B)(6) 2017. During removal surgery, the doctor noticed a pseudomeningocele (abnormal collection of cerebrospinal fluid - csf) underneath the crosslink. The dura was repaired and new hardware was placed at l4-l5.